Event description:
It was reported that the patient presented to the hospital after receiving hv therapy for vt. Low hv lead impedance was observed. After interrogation, the hv lead impedance trend was within normal limits. No electrical anomalies were detected in clinic. Externalized conductors were suspected via fluoroscopy. The lead was explanted. Patient condition is good.

Manufacturer narrative:
External insulation abrasion was noted at 42.1-43.2cm and 43.4-45.0cm from the lead tip. Internal insulation abrasion was noted at 25.5-27.3cm from the lead tip. Externalized conductors due to internal insulation abrasion were noted at 7.5-10.0cm, 10.4-14.5cm, and 11.4-15.0cm from the lead tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 22.4-22.6cm from the lead tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of low hv lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.